Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen and outer thighs with the coolsmooth applicator on (B)(6) 2022 and developed redness, significant swelling and warmth to the left thigh. Patient diagnosed with cellulitis and prescribed ceflex and nuerontin.

Manufacturer narrative:
There is no known mechanism by which the coolsculpting device and/or procedure can lead to abscess formation or an infection. The coolsculpting user manual, under warnings, states to inspect the treatment site to ensure that the skin is intact. Treat over intact skin only. Wipe the treatment site with an alcohol wipe and/or pretreatment skin wipe. A supplemental report will be submitted if and when additional information is obtained.